Event description:
It was reported that during the surgical procedure, the surgeon experienced instrument engagement issues. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The system was evaluated by an isi field service engineer (fse). The isi fse found no issues with the system, however, decided to replace the extended psm as a precaution. The extended psm was returned to isi for failure analysis investigation. Engineering performed functional tests on the extended psm and was unable to replicate the customer reported symptom. Per additional engineering investigation performed on similar failure modes, it was determined that the instrument engagement issues experienced by the customer were related to the instrument chassis not properly engaging with the instrument sterile adapter.